Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 (dianeal low calcium 2.5meq/l pd solution with 1.5% and 2.5% dextrose) therapies for continuous ambulatory peritoneal dialysis. Action taken with dianeal therapies was not reported. On (B)(6) 2012, the nurse contacted baxter's (B)(4) service center and the following was reported. On an unreported date in 2012, the patient was diagnosed with peritonitis (cause unknown). Treatment was not reported. No further information was available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.